Event description:
Level 1 received a report from a distributor in germany that a hospital alleging that the injection site luer was loosely screwed on and was leaking. The hospital initially alleged that an air embolism was created by this leak which they later denied.